Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Cause was not known. The customer planned to obtain testing strips to verify the sensor's accuracy and intended to consult a healthcare provider, as there were no alerts or alarms on the pump. No additional information was provided.